Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the high thresholds of the right atrial (ra) lead. The ipg was replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.